Event description:
Per the clinic, the device was explanted (specific date not reported) due to other medical reason. The patient was re-implanted with another cochlear device on (B)(6) 2023.

Event description:
Correction: date of this report (b4) and date received by manufacturer (g3) were filed inadvertently in the previous report, the correct date of awareness is march 15, 2023.